Event description:
It was reported that a pump alarm was heard and telemetry had confirmed a critical alarm due to motor stall. The stall was reported as constant. The pump and logs showed that the pump was currently stalled. However, it was noted that a stall occurred on (B)(6) 2013 with recovery on (B)(6) 2013. A second stall occurred on (B)(6) 2013 with recovery on (B)(6) 2013. Further, a third stall occurred on (B)(6) 2013 with no recovery at the time of the report. The patient had experienced increased pain and the physician programmed a bolus and reportedly the patient felt better. This device system delivered fentanyl, clonidine, and bupivacaine. Additional information was requested. It was further reported that the last stall had not been recovered and the cause of the stalls was unknown. The patient did not have any magnetic resonance imaging (MRI) scans around the time of the motor stalls. The patient was in a lot pain and the physician turned the pump to minimum rate and was treating the patient with fentanyl patches. The patient and the doctor have not talked about explanting the pump and returning it for analysis. Further, the patient was not receiving effective therapy and was scheduled for another follow up appointment on (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n302599, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8598a, serial # (B)(6), implanted: (B)(6) 2011, product type catheter. (B)(4).